Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system check out. There was no patient connected to the anesthesia workstation at the time. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation was investigated on site and the expiratory pressure transducer pc board was replaced and returned for investigation. An evaluation of the logs confirms the reported event. The returned expiratory pressure transducer pc board was subjected to simulated use testing in a reference anesthesia workstation and the reported issue could be reproduced. The pressure transducer test failed due to the pressure transducer gain correction factor being outside allowed limits. A microscopical examination of the returned expiratory pressure transducer pc board showed that solder residues were present in one of the cavity holes. The residues affects the pressure transducer functionality and caused the reported issue.

Event description:
Manufacturer ref #: (B)(4).